Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by an unknown party that the customer received emergency medical assistance and was possibly going to be hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The hospital staff and educators believed the pump was over delivering. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.